Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results obtained of 253 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/26/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 : 253 mg/dl, date: (B)(6) 2019 time:11:25am, fasting. Result 2 : declined. Result 3 : declined. Result 4 : declined. Result 5 : declined.